Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced cosmetic damage to the insulin pump, with the drive support cap protruding. The customer reported no adverse event. The event involved product mmt-754wws. Troubleshooting was performed, and the customer was advised to discontinue use of the insulin pump, revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-754wws was requested, and the customer's response was that the insulin pump will be returned.

Manufacturer narrative:
Pump received unable to perform functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to detached end cap. The customer¿s complaint of loose drive support. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. However, there is no data available on ( 19-aug-2025 ), unable to perform data analysis for loose drive complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The p-cap locks properly into the reservoir compartment. Unit received with detached end cap, unable to perform any testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.